Event description:
ER nurse called to report patient admitted to ER due to receiving two shocks. Confirmed patient was mopping and performing daily activities at the time of the event. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.